Manufacturer narrative:
Product event summary: the ventricular assist device (vad), controller and waist pack were not returned for evaluation. Review of the controller log files revealed two (2) vad disconnects on (B)(6) 2019 and (B)(6) 2019 respectively. The vad disconnect alarms are indicative of a physical disconnection of the driveline from the controller which correlates with the reported event. Visual evidence provided by the site revealed a tear at one of the seams of the waist pack. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the damaged stitching on the waist pack can be attributed, but not limited, to wear and/or to the handling of the pack. Additional products: medical device: serial or lot#: (B)(4). Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 4310. Medical device: serial or lot#: (B)(4). Device evaluated by manufacturer: yes. FDA method code(s): 411. FDA results code(s): 135. FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2019/ serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - waistpack model #: 2050us / catalog #: 2050us / expiration date: 31-oct-2019 / lot #: 1506593 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-oct-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack was ripped and is no longer secure on the belt strap. It was also reported that the ventricular assist device (vad) driveline became disconnected from the controller when the controller fell which caused a vad stop and triggered a vad disconnect alarm. The patient was in the clinic for evaluation and the driveline disconnected again which triggered another vad disconnect alarm. The vad and controller remains in use and the waist pack was exchanged. No patient complications have been reported as a result of this event.